Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use during initial drain. There was no obvious sign of any leaks. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the caregiver (cg) regarding the reported event. The cg stated they did not notice any visible damage or abnormalities with the cassette or bags that were in use. The cg did not know how the air entered the setup. The cg stated that they were able resume therapy successfully with new supplies. The cg stated the home patient (hp) did not have any injury or medical intervention from this incident.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. This complaint for system error 2240 was not confirmed. The root cause could not be determined. Baxter will continue to monitor similar reports to determine if further actions are required.